Manufacturer narrative:
FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE.

Event description:
PATIENT REPORTED " SUSPECTED RUPTURE OF MY LEFT BREAST IMPLANT, PERSISTENT PAIN AND DISCOMFORT, NOTICEABLE DEFORMITY AND ASYMMETRY, ONGOING PHYSICAL AND EMOTIONAL DISTRESS" AND "ADDITIONALLY, I HAVE AN UNDERLYING DIAGNOSIS OF LUPUS, WHICH HEIGHTENS THE RISK OF INFLAMMATORY COMPLICATIONS AND FURTHER EXACERBATES THE SERIOUSNESS OF THIS SITUATION." THIS RECORD IS FOR THE LEFT SIDE. DEVICE REMAINS IMPLANTED.

Event description:
Patient reported " Suspected rupture of my left breast implant, Persistent pain and discomfort, Noticeable deformity and asymmetry, Ongoing physical and emotional distress". Patient also reported "underlying diagnosis of Lupus", which is not device-related. Later patient reported " severe capsular contracture "[Baker grade unknown]" and seriously encapsulated". This record is for the left side. Device was explanted.

Manufacturer narrative:
Correction to H6 Adverse Event Problem reported in the initial MedWatch: The codes E020201 Anxiety and E1604 Connective Tissue Disease (for Lupus) were submitted in error and are being un-reported in this MedWatch. These events are considered non-serious and Lupus is considered not device-related, thus neither event is reportable to the FDA.A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist AbbVie in determining a probable cause for this event.Reason for reoperation: suspected rupture; "severe capsular contracture" Baker grade unknown.Additional, Changed, and/or Corrected Data: A2, B5, B6, D3, D4, D6a, D6b, G1, G2, H4, H6, H11.